Manufacturer narrative:
The reported event of could not tighten the atrial and ventricle setscrews was confirmed. Final analysis revealed that the incorrect torque wrench insertions were being made into both atrial and ventrical -setscrews and septums by its user during the implant procedure. The incorrect wrench insertions resulted in the stripping of both setscrews by the user of the wrench. No other anomalies were noted.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw on the patient's pacemaker header could not be tightened. The pacemaker was not used and replaced. The patient was in stable condition.